Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had all buttons function properly. No damage was noted on keypad traces. The device had minor cracked lcd window and cracked reservoir tube lip.

Event description:
It was reported that the act button on the insulin pump is unresponsive. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.